Event description:
It was reported that the patient wanted her implant site to be examined as it had been causing pain. The pain started may be 4 months ago and prior to that, she had not had any problems. She had to remove the external device to avoid the pain, which is located under the external processor below the skin.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.